Event description:
During a j-pouch procedure, the surgeon placed instrument into pt pelvis and used a blue reload. Surgeon fired the instrument. The proximal staple line formed fine, the knife cut but the distal staple line reportedly had no staples fired. Surgeon reported looking in pelvis and colon and could not find any excess staples. The case was completed by suture.